Event description:
It was reported by a customer on (B)(6) 2011, the fiber forward fired and/or the fiber was damaged at the tip at 186,488 joules. A failure analysis, conducted by a MFR quality engineer, disclosed that the fiber cap was worn out.

Manufacturer narrative:
The device was returned to the MFR and analyzed. The info from this failure analysis was received on 08/18/2011, and the results of the failure analysis indicated that an MDR was required. The failure analysis disclosed that the fiber cap was worn out. The fiber cap was intact and still attached. The fiber cap was drilled through. The fiber cap exhibited char, devitrification, crater and melted glass. When saline solution is introduced this failure mode could cause forward firing. The root cause of the device failure was determined to be use accelerated by tissue contact. The product labeling (product insert 0127-1410) warns that tissue contact or tissue probing may cause fiber damage or breakage.